Event description:
A distributor emailed lifecor customer support to report that one of the monitors she received from a hospital indicated an error code 33. The distributor wanted to know what it meant and what to do with the monitor. Support emailed the distributor to report that the code 33 meant that the device failed the pulse test using the test plug fixture. Support told the distributor that the monitor would have to be returned to lifecor for service. The distributor returned the monitor to lifecor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The distributor received a replacement monitor.